Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The device did not pass the evaluation as specified in the service manual. The connectors are in good condition, the cabinet is in good conditions, but other parts are damage, it is not necessary to replace batteries.